Event description:
Covidien received information starting that due to a malfunction of an 840 ventilator, the pt was placed on a second ventilator. The pt was not harmed or injured as a result of the event. The customer reported the ventilator went inoperative. The covidien customer support engineer (cse) inspected the device and verified the customer reported malfunction. The cse replaced the breath delivery unit (bdu) printed circuit board assembly (pcba) and installed ak-level software. The ventilator passed all testing.

Manufacturer narrative:
(B)(4).